Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implantation surgery, the iol was removed and replaced with another iol in an initial procedure, due to posterior capsular tear. Additional information received stated that there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).